Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, an alert of high hv lead impedance out of range was noted. Lifetime impedance measurements were normal. The patient also reported intermittent pocket stimulation and discomfort, previously and during in-clinic testing. The patient will be monitored.